Event description:
The facility reported an infusion pump with a failure code 812:02. The event was reported to have occurred prior to pt use. According to the hospital representative, no pt injury or medical intervention had been reported related to the device.

Manufacturer narrative:
The pump is in the process of being evaluated.